Event description:
Physician advanced instrument then it locked. He took out the staples, cut the bowel and used another instrument to finish surgery. No harm to pt. Dates of use: 2008. Diagnosis or reason for use: surgery.